Manufacturer narrative:
The device was returned for analysis. The reported separation was confirmed. The reported difficulty to remove was not confirmed due to device condition. Additionally, the guidewire was noted to have a bent and kinked core and polymer coating, and torn material. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the intravascular ultrasound (ivus) catheter and guidewire resulted in the reported difficulty to remove. Manipulation of the device resulted in the noted bent core, polymer coating, kinked core, and torn material and ultimately resulted in the reported separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the circumflex artery. The whisper ls guide wire was advanced into the patient anatomy and crossed to the target lesion. An unspecified intravascular ultrasound (ivus) catheter was placed. During removal of the ivus catheter, resistance was noted; however, it was unknown if the resistance was between the ivus catheter and the patient anatomy, or with the ivus catheter and the guide wire. Force was applied to remove the ivus catheter and the guide wire separated. The ivus catheter and the guide wire were removed as a single unit and all segments of the separated guide wire were removed. There was no adverse patient effect. No additional information was provided.